Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (b)(6) 2026. On 07/15/2026, the patient reported feeling unwell and experienced symptoms including shakiness, loss of balance, and near loss of consciousness. At the time of the event, the CGM displayed a glucose value of 80 mg/dL, while a fingerstick blood glucose measurement showed 46 mg/dL. The patient was treated at home by her husband, who provided two candy bars. Approximately 35 to 40 minutes later, the patient's blood glucose level increased to 80 mg/dL. No additional medication was administered, and the patient was not transported to a hospital. At the time of reporting, the patient was stable and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.